Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that prior to performing flexible ureteroscopy, the physician performed a check on an ncircle delta wire tipless stone extractor outside the patient and found that the basket did not open completely. The physician advanced the same device inside the patient and discovered that it would not open at all. The physician removed and replaced the device with another device to complete the procedure. No unintended section of the device remained inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: the ncircle delta wire tipless stone extractor was not returned for evaluation and no photos have been provided. Without the complaint device, a physical investigation was not able to be completed. The device lot number was not provided so a review of the device history record for non-conformances could not be performed. The lot number was not provided so a review of complaint history for this product lot could not be reviewed for related complaints. Based on the provided information a definitive root cause cannot be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.